Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable lithium assay result from one patient sample tested on the electrolyte analyzer w/o starterkit 9180. On (B)(6)2025, the initial result was 1.0 mmol/l. On (B)(6)2025, the repeat result was 6.0 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.